Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the tissue, but would not separate from the catheter to deploy. It was noted that another tech attempted to deploy the clip but was unsuccessful. The clip was pulled off and removed from the scope, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.